Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and it seems that the problem seemed to be from a sticky switch. He removed the board and swapped it with a board from another unit, and the unit functioned as it should. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a ventilator driver will not start on unit, unit stays pressurized. He said the light on pwm stays red. No patient involvement associated with the event.